Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during implant, there was no capture on the lead despite multiple attempts to change position. The lead was exchanged. The patient was stable.

Manufacturer narrative:
The reported event of no capture was not confirmed. A complete lead was returned in one piece. . Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Analysis was normal. No anomalies were noted.